Event description:
It was reported that the insulin pump alarmed motor error during the rewind process. The caller also reported that there were several motor error alarms in the alarm history as well. The caller did not provide the blood glucose reading but stated that the blood glucose levels were normal and did not require medical treatment. Nothing further reported.

Manufacturer narrative:
The insulin pump was received motor error alarm during rewind due to encoder out of phase. Displacement test was not performed due to constant motor error alarm. The device had cracked case at display window corner, battery tube threads, and reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.